Event description:
It was reported that the pump emitted a low battery alarm at which time the pump was found to be hot to the touch.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that the battery compartment was cracked. There was visible corrosion inside the battery compartment as well as moisture ingress in the battery compartment. The pump's electrical current was drawn and found to be within specification. The complaint of that could not be duplicated during eval.